Event description:
Boston scientific received information that this left ventricular (lv) lead presented with high pacing thresholds. It was discovered that the lead had dislodged. A lead revision was performed and this lv lead was capped and successfully replaced. No adverse patient effects were reported in association with the surgical procedure.

Manufacturer narrative:
The lead will not returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.